Event description:
Utilized dual lumen to gain access to ureter and kidney, but dual lumen only went halfway up. Upon further examination, dual lumen caused ureteral false passage and caused ureteral injury. End of dual lumen has sharp edge.